Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected during central processing after each procedure and no damage was noticed previously. The insulation of the maryland bipolar forceps instrument was not damaged. The instrument cable was intact at the time of procedure. There was no cautery loss, thermal damage, or arcing. The customer could not recall any collision with other instruments.

Event description:
It was reported that during central processing, the maryland bipolar forceps had a damage on the black wire. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged black wire, an investigation is in progress. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage to the conductor wire¿s insulation with no exposed internal wires. The instrument passed the electrical continuity test. No thermal damage was observed. There was no missing piece of insulation. The insulation was lifted-off and still attached. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.177¿ - 0.224'' in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.